Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-01856. It was reported the patient's leads were eroded through their skin. Reportedly the patient experienced multiple infections. As a result the patient underwent surgical intervention wherein the occipital leads were explanted. It is currently unknown if the infection was related to the scs system.